Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported patient's ipg flipped in the pocket site. To address the issue, patient underwent surgical intervention wherein the pocket site was revised to avoid flipping. Therapy was restored post-op.

Manufacturer narrative:
A patient's ipg flipped in the pocket site was reported to abbott. To address the issue, patient underwent surgical intervention wherein the pocket site was revised to avoid flipping. X-rays showed coiling of the leads at the ipg site. It was also determined the leads were providing appropriate coverage and showed invalid impedances. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.